Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4.5 months after the dental implant was placed in ada site 12 in the mouth, the implant had not achieved osseointegration in type IV bone. Clinician reports insufficient bone quality. The device will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that 4.5 months after the dental implant was placed in ada site 12 in the mouth, the implant had not achieved osseointegration in type IV bone. Clinician reports insufficient bone quality. The device will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).